Event description:
Oversensing was reported on the lv channel following lv paced events. This behavior reportedly resolved during interrogation without the need for programming changes. Lead remains implanted. No adverse patient events were reported. Should additional information become available, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.